Manufacturer narrative:
Concomitant medical products: 5866-38m adaptor, implanted: (B)(6) 2015; 5071-53 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited an impedance warning. The ra lead remains in place. No patient complications have been reported as a result of this event.